Manufacturer narrative:
Additional information was added to h6. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the distal end connector of a clearlink system solution set was observed leaking from the non-baxter connector. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.